Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/21/2020.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/24/2020. Citation: global spine journal. 2017; vol. 7(1s): 58s-63s. Doi: 10.1177/2192568216688186. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Patient demographics - (B)(4).

Event description:
It was reported via a journal article: title: a multicenter study of the presentation, treatment, and outcomes of cervical dural tears. Authors: kevin r. O¿neill, md, ms; michael g. Fehlings, md, phd; thomas e. Mroz, md; zachary a. Smith, md; wellington k. Hsu, md; adam s. Kanter, md; michael p. Steinmetz, md; paul m. Arnold, md, facs; praveen v. Mummaneni, md; dean chou, md; ahmad nassr, md; sheeraz a. Qureshi, md, mba; samuel k. Cho, md; evan o. Baird, md; justin s. Smith, md, phd; christopher shaffrey, md; chadi a. Tannoury, md; tony tannoury, md; ziya l. Gokaslan, md, faans, facs; jeffrey l. Gum, md; robert a. Hart, md; robert e. Isaacs, md; rick c. Sasso, md; david b. Bumpass, md; mohamad bydon, md; mark corriveau, md; anthony f. De giacomo, md; adeeb derakhshan, bs; bruce c. Jobse, ba; daniel lubelski, md; sungho lee, md, phd; eric m. Massicotte, md, msc, frcsc; jonathan r. Pace, md; gabriel a. Smith, md; khoi d. Than, md; k. Daniel riew, md citation: global spine journal. 2017; vol. 7(1s): 58s-63s. Doi: 10.1177/2192568216688186. The objectives of this retrospective multicenter case series study was to better understand the presentation, treatment, and outcomes following cervical dural tears. Multiple surgeons from 23 institutions retrospectively identified 21 rare complications that occurred between 2005 and 2011, including unintentional cervical dural tears. There were a total of 109 cases (age: 56.9 ± 13.8; 62 male and 47 female patients; bmi: 29.0 ± 6.7) of cervical dural tears reported. Intraoperative treatment of dural tear included sealant/patch materials such as surgicel (ethicon), evicel (ethicon), and surgifoam (ethicon). Reported complications included recurrent csf drainage (n-13) which required revision operative dural repair in 6 cases, delayed lumbar drain placement in 5 cases, and both revision surgery and lumbar drain placement in 2 cases, post-operative hematoma (n-2) which required revision operation, and infection (n-1) which required revision operation. This study is the largest reported series investigating cervical dural tears. In most cases no subsequent interventions to control csf drainage were required, while 12% required subsequent treatments. In a majority of cases, there was no clinical sequelae directly attributable to the occurrence of a dural tear.